Event description:
In 2005 the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high and eventually started powering off during use. Approximately three weeks prior to contacting lfs, the patient tested and obtained a reading in the 500-mg/dl-range, while experiencing no symptoms of high or low blood glucose levels. She then proceeded to take two additional units of humulin 70/30 insulin based on the reported meter reading and her sliding scale regimen. She then tested on another "one touch" meter that belongs to someone else and obtained a 120 mg/dl. She reported eating following the use of the products, since she believed that she did not need the additional insulin. She confirmed that she did not develop any symptoms following the testing or the extra insulin. No medical attention was sought; however, she scheduled an appointment to see her physician immediately. According to the patient, the appointment was "standard". No changes were made to her insulin regimen. The patient did not have any test strips or control solution at the time of the call. The customer care advocate (cca) verified that the battery was less than 1 year old, the battery was installed correctly, and the battery contacts were in good conditio. The cca educated the patient on the automatic shut off feature and the meter powered off before the time was up. The patient indicated that she had replaced the battery and the meter still powered off during use. The meter and control solution were replaced.